Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgment product of a twiddler syndrome as a result the lead had loos of capture and undersensing. The lead was repositioned but exhibited helix extension issues, therefore it was replaced. No additional adverse patient effects were reported.